Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room with a heart rate in the teens. The health care professional (hcp) requested a boston scientific field representative (fr) be paged to interrogate the device. Additional information was requested from the local fr. The fr reported that he was unaware of any additional information regarding this patient and the reported clinical observations. There were no adverse patient effects reported. The device remains in service.